Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Customer reported that "when she retired the needle from her abdomen, she realized that the needle released, and stayed inside her body. Then she went to the physician and he operated on her to retire the needle from her body, but he noticed that the needle had moved from the injection point, so physician decided to take an x-ray to localize the needle. To date, needle has not been retired from her body."